Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2024, the patient was working when she felt dizzy and had a bad headache so she went to the hospital with her colleague to get checked. During this time, the patient was not checking their mobile app to see what it was displaying. At the hospital, the nurse checked her blood sugar which was around 300 mg/dl and at this time they checked her dexcom which showed a signal loss. The patient was treated with insulin IV and metformin. The patient stayed at the hospital from around 11:00 am on (B)(6) 2024 until 6:00 pm on (B)(6) 2024. At the time of the report the patient was okay. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.